Event description:
Hold mc. This event involved a patient who was implanted with biventricular vads (hw3911 in the right ventricle and hw3908 in the left ventricle). The rvad was implanted in a diaphragmatic approach and the heartware coring tool was not used. Eleven days after the implantation, the patient developed high power consumption (with the rvad controller), abnormal sounds from the rvad and an increased ldh. This was initially treated with heparin and then bivalirudin with a decrease in the rvad¿s power consumption. Shortly afterwards, the power again increased and the patient was taken to the cardiac catheterization lab for administration of intra-ventricular tpa. Later that same day, the patient had massive bleeding and periods of low rvad flows. He was taken emergently to the operating room where he also developed low blood pressures. He expired shortly after having been returned to the ICU.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This event was reported via (B)(4) via uf/importer report # (B)(4), therefore, heartware is providing a report of all investigation findings. Evaluation in progress.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis, visual/functional testing, review of manufacturing documentation and pathological analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported event of high power was confirmed via review of the controller log files and is likely related to thrombus found within the pump during pathological analysis. While the exact cause and origin of this thrombus could not be conclusively determined, clinical factors that may have contributed to the high power event include the patient's history of cardiomyopathy and ventricular arrhythmias and the post-operative marginal rvad flows. Procedural factors that may have contributed to the high power event include the sub-optimal visualization of the right intra-ventricular chamber during the diaphragmatic approach of the rvad implantation. Clinical factors that may have contributed to the patient's death include the administration of anticoagulation and thrombolytic therapies. Based on the limited information provided, there is no evidence to suggest that the reported event relates to a device defect. Of note, the heartware hvad system is not currently indicated for use in the right ventricle.